Event description:
Needle broke off in user's side (2 inches below her bra line) and had to be surgically removed by a plastic surgeon. The user's physician had initially decided not to remove the needle, but after she had experienced swelling and mild pain from the needle she contacted a different physician who decided to remove the needle.